Event description:
It was reported that multiple episodes of noise and oversensing were observed on the lead during remote monitoring. An insulation breach was suspected. The noise was reproducible with isometric testing. All other electrical lead parameters were stable. Programming changes were made to increase nominal sensitivity to a higher value. The lead was being monitored. The patient was doing well.